Event description:
I had my sientra hp gummy bear breast implants placed on (B)(6) 2018. Within 6 month I began having extreme fatigue as well as numbness and tingling down my legs. I did seek care from my pcp (primary care provider) who was unable to find the source of my lower leg weakness. I then started having headaches, chest pain, brain fog, weight gain, and back pain. After 1 year post implant I had an episode of left eye optic neuritis. I was hospitalized for approximately 3 weeks followed by 1 week in acute care rehabilitation due to severe autonomic dysfunction and then 3 months of outpatient therapy. During the hospitalization, multiple tests were completed which were all inconclusive. I did have oligoclonal bands in my spinal fluid as well as positive ana(antinuclear antibody), crp(c-reactive protein), and esr(erythrocyte sedimentation rate). It was suspected that I would ultimately develop multiple sclerosis however in 2019 I had no lesions in my brain or spinal column. From 2019-2022 I have had multiple hospitalizations as well as multiple tests including bone marrow biopsy, upep, multiple lumbar punctures, cta, high-resolution CT, pfts due to progressive shortness of breath, echocardiogram, ekgs, and multiple labs. In 2020 I started testing positive for the antiscleroderma 70 antibody. In 2021 I developed my first cervical lesions. At the time my neurologist was perplexed considering it is uncommon to develop cervical lesions without brain lesions. Since 2019 I have been admitted twice a year for ms (multiple sclerosis) exacerbation. The FDA has since come out that these implants can increase your risk of autoimmune diseases. This warning was released approximately 6 months after mine were implanted. Due to my progressive decline over the last few years, my pcp and I worked together to try and figure out the cause and the implants were the only thing new prior to my decline. Given the new warnings and research, I was explanted by dr. (B)(6) in (B)(6) on (B)(6) 2022. I felt best case scenario I would have some relief in symptoms and the life expectancy prognosis given to me for diffuse scleroderma would no longer be 3-15 years. This would enable me to see my children grow. In the worst-case scenario, nothing changed but it was worth a try. Since explanting with en bloc my capsule did hold significant gel bleed. Also, the area of consistent right-sided chest pain did show focal muscle atrophy in my pathology report. My fatigue has improved and I have no longer had to take my nuvigil. My sjogren's symptoms have also improved and I have no longer had to take that medication. Of the breast implant illness symptoms, I experienced prior to explant the majority of them have improved or resolved completely. My ana, antiscleroderma antibody 70, crp, and esr have all normalized. I can see my patients and speak with them without 5-6 word dyspnea. I can now ambulate without severe tachycardia. I have not had one headache since explant. The list goes on. If I would have known the risks and given the opportunity to provide true informed consent of risk of breast implant illness I would have declined breast augmentation. Having implants placed they have cost me my health as well as 100's of thousands of dollars in hospital bills, doctor visits, and testing. I cannot get those years back. FDA safety report ID# (B)(4).